Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon attempted to fire by using reload which was connected to the handle, a strange sound was heard and surgeon could not fire the device. When they attached the cartridge to the handle again, the display screen of handle was green, but when the surgeon tried to fire the device, the display screen showed the indicator of completed firing. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. No patient injury.